Event description:
As reported, the surgeon experienced broken fasteners deploying while the optifix at device. The area of fixation was bone with counter pressure applied, and the loose fasteners were removed. Another optifix was used to complete the procedure. No patient harm or injury.

Manufacturer narrative:
As reported, the optifix at jammed and heads of tack were popping off during fixation into the bone. Evaluation of the sample did not to reproduce the reported event that the device deployed broken fasteners. The device functioned as intended during functional testing. Based on the information provide and sample evaluation the root cause of the reported broken fastener is the result of fixation into bone. The instruction for use (IFU) supplied with this device states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.